Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215

Manufacturer narrative:
If implanted; give date: unknown/not provided. If explanted; give date: unknown/not provided. (B)(6). The intraocular lens (iol) is not returning for evaluation as it is discarded; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, labeling, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
Customer reported a broken lens model, pcb00. As a result, the doctor had to use another lens during the same day of the surgery. There was a patient contact, but customer doesn't have any further information. Lens will not be available for investigation as it is discarded. No additional information provided.